Event description:
The surgeon reported to product specialist that he performed a revision surgery on a pt with an abg modular yesterday. He further reported that the pt has had this prosthesis for 4 years. According to the surgeon, the revision was performed because the pt had an allergic reaction to metal ions. The surgeon stated that the stem, neck and head were removed and that a cemented exeter was used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00464.